Event description:
No additional information was received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was not returned for evaluation; therefore, a definitive root cause could not be determined. The device was unknown whether the product meets the specifications. However, since it was marked as ¿broke,¿ it is highly likely that it does not meet the specifications. The most probable cause was not established; the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1: facility name: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a surgical treatment for multiple polypoid lesions in the uterine cavity, the electrode ring broke during use. This resulted to damaging the normal endometrial tissue and causing uterine bleeding. The broken electrode was replaced with a new one and a local electrocoagulation was done. The patient's condition improved and the procedure was completed. There were no further reports of patient harm.